Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a fault code during a routine interrogation. Technical services (ts) discussed that the fault code indicated a malfunction with the oscillator, and that timing intervals could be incorrect. This device had reached elective replacement indicator (eri) on may 1st, 2004. Ts recommended immediate replacement, as therapy availability could not be confirmed. No symptoms have been reported.